Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos computer, reset cmos memory settings, and reloaded software. The system operates as intended.

Event description:
The customer reported the system would not completed boot up. No pt injury was reported.